Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedances greater than 2000 ohms. Testing was performed in clinic and some noise was also observed on the ra channel of the pacemaker. A potential connection issue was suspected and a revision procedure was performed. During the revision procedure the high out of range pacing impedance measurements were observed on the ra lead via a pacing system analyzer (psa). Ra lead insulation damage was suspected and this ra lead was explanted and replaced. The pacemaker was then connected to the new lead but there was difficulty tightening the set screws. When the screwdriver was removed the setscrew was removed with it and therefore a new pacemaker was also implanted and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing found the lead was not electrically continuous. Microscopic inspection of the terminal pin assembly, revealed a possible weld anomaly. Detailed analysis confirmed that the wire became molten during the welding process and pulled away from the weld. Laboratory analysis confirmed the reported clinical observations.